Event description:
It was reported that this pacemaker exhibited occasional right atrial (ra) undersensing and overpacing. Technical services were consulted and confirmed that the sensing was appropriate in general but there is blanking of the ra beats when they occur after the rv beats, leading to some atrial pacing that was no needed. No programming changes were recommended. Currently, this product remains in service and no adverse patient effects were reported.